Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. The following sections were corrected: b3 - date of event revised. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
D10: concomitants: (B)(6) 01-030-01-0348 - alt cup clstr g3 sz 48. (B)(6) 01-030-40-0332 - alt xle lnr ntrl g3 32. (B)(6) 170-32-03 - biolox delta femoral head 32mm od, +3.5mm. (B)(6) 180-65-25 - alteon 6.5mm screw, 25mm. (B)(6) 180-65-25 - alteon 6.5mm screw, 25mm. (B)(6) 180-65-35 - alteon 6.5mm screw, 35mm. 247780 620-00-02 - platelet rich plasma kit with spray tips. (B)(6) 620-12-02 - accelerate prp 60 ml & acd-a. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.

Event description:
It was reported that a 68 yo male patient, who had an initial left hip implanted, underwent a revision procedure approximately 4 years 11 months post the initial procedure. The patient presented to the or with a loose femoral stem. During the revision, when the surgeon attempted to hit the 32 mm femoral head off of the trunnion, the stem came out. The patient was revised to a monobloc stem. There were no device breakages during the procedure. There was a surgical delay, "revision surgery required" indicated. The patient was last known to be in stable condition following the event. An x-ray image was provided. The explanted device was not available for return as the hospital will not allow. No device images were provided. No further information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: d1, h6. MDR section codes updated/corrected: b, c, d, g. The reason for the revision reported cannot be confirmed from the information provided but may be the result of femoral stem loosening. The reported femoral stem loosening could not be confirmed. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and radiographs and relevant clinical information were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.